Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician performed backpressure testing of the spu exhalation bacteria filter that the customer was using on the ventilator and the filter failed testing. The exhalation bacteria filter pressure was above tolerance, indicating an occlusion. The respiratory care manager reported they had been using mucomyst treatments during ventilator use. The service technician replaced the exhalation bacteria filter and testing passed. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.